Event description:
It was reported that during install, the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation, prior to patient use, the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. There was no patient involved.

Event description:
It was reported that during installation by getinge field service engineer, prior to patient use, the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11 corrected field: e3 it was reported that cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. A getinge field service engineer evaluated during install unit failed drive manifold leak test. I removed and replaced drive manifold assembly, reassembled and performed full functional checks and calibrations. Unit passed all test and is now ready for clinical use. No patient involvement.